Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately on (B)(6) 2016, when she obtained alleged inaccurately erratic blood glucose results of "370, 270 and 301 mg/dl" within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs' criteria for precision. The patient manages her diabetes with insulin pump therapy. She reported that after obtaining the alleged inaccurate results, she increased her dose of medication. She claimed that an unknown time after the issue started, she developed symptoms of "headache [and] thirsty". She denied receiving any treatment for her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient's blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged results and reportedly developed symptoms suggestive of severe hyperglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.